Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence and resistance was felt when filling multiple cartridges during the load sequence. Another cartridge was loaded to resolve the issue. There was no reported impact to customer's blood glucose. Although requested, customer declined to provide additional information.